Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product ID and lot number were not provided. As a result, the UDI could not be identified.

Event description:
Customer reports: per doctors orders mmr (measles, mumps, and rubella) vaccine was given but the mmr vaccine leaked from the connection of the needle and syringe. I informed the mother and the doctor of the incident and both agreed to repeat the mmr vaccine injection due to patient not receiving the first mmr vaccine.